Event description:
It was reported that the upper portion of the monitor rails of the monitor boom are flaking and falling into the sterile field. There is no wear strip on the upper portion of the rails. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.